Manufacturer narrative:
(B)(4). Batch # n5535c. The analysis results found that the ats45 device was received with the firing mechanism damaged and without cartridge loaded in the device. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(6). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure, the endocutter, green reload, no buttressing material, clamped on tissue but wouldn't fire. The doctor attempted to open the jaws of the instrument and had to forcefully open the jaws of the instrument enough to slide the tissue out from between the jaws of the instrument. A like endocutter with green reload, no buttressing material, was used to complete the procedure with no consequence to the patient.